Event description:
Treatment initiated 1234 hr via tesio cath. At 1305 hr, found pt had turned to right side, leaning over arm of chair. She was unresponsive. Noted blood on floor and found venous port of tesio cath. Disconnected from venous blood line as a 600 cc blood on flow.